Event description:
Had a vaginal bladder prolapse, received a mesh netting and a hysterectomy that has not worked which has caused pain, bleeding-spotting, infections, and uncontrollable urine leakage, pain with intercourse, and the prolapse is back. Regular infections treated with antibiotics, feminine pads for the urine leakage, recommended to have another surgery to remove mesh netting and put the sling in.